Event description:
Two spo2 [oxygen saturation of peripheral capillaries] cables were newly installed-were not consistently obtaining a reading on the pt. The cables appeared to be very positional. Clinical engineering came up and tested the monitor which checked out fine. The two cables were tested and were not functioning properly.